Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter, and pump did not recognize charging connection even after being left plugged into working outlet for 30 minutes without pressing pump button. There was no reported impact to the customer¿s blood glucose level. Customer had no alternate charging cable or wall adapter available, so technical support arranged shipment of replacement tandem cable and wall adapter by two-day shipping, and customer was instructed to rely on current pump if battery depleted before new charging supplies arrived.